Manufacturer narrative:
Zimmerbiomet complaint number : (B)(4). Additional PMA/510(k) number: k072642.

Event description:
It was reported that the screw fracture. The fractured screw was removed and replaced with a new screw.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The certain® titanium large hexed screw (ilrght) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The reported product was located on tooth # 16 as part of a three point bridge, and used for approximately 6 months prior to fracture. The customer has not provided additional pictures or x-ray images of the product. No device lot number was provided so a device history record review could not be performed. A complaint history review by item number was conducted for the ilrght dating back to 12. The complaint history review revealed that there are no existing non-conformance/CAPA/hhe/d/ie/product holds for the reported product. Complainant reported bridge became loose and the screw on tooth location 16 fractured. The reported event is non-verifiable with the information provided.